Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019, it was reported that the patient was complaining of no pain relief and at the pump refill today all 40cc of drug was still in the reservoir. The reporter also stated the patient was trying to utilize their ptm (personal therapy manager) but there was only one time it showed their bolus was denied due to normal lock out per caller. At the last pump refill the physician could only get 20cc in the reservoir. The reporter stated the event logs were normal and that the patient had stated they had been twisting and turning a lot. The physician was planning on doing a catheter dye study and inquired if the pump should be refilled again. The reporter was inquiring about next steps and troubleshooting was reviewed. The reporter would confer with the physician. No further complications were reported or anticipated regarding the event.